Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a missing needle guard is inconclusive due to the state of the returned sample. One 20 g x 0.75 in powerloc winged infusion set with y-site and what appears to be its original packaging were returned for evaluation. An initial visual observation showed the packaging was returned open. No needle guard was returned with the sample, and no damage or evidence of use was observed on the returned sample. While the needle guard was not returned with the sample and its packaging, the opened state of the packaging made it difficult to assess when and where the needle guard went missing.

Event description:
It was reported that when opening the kit, it was noticed that the cover of needle was not contained in it. The facility is requesting the answers if there are any same issues reported regarding the same lot and what the possible cause of the issue is. There was no patient involvement.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of ascws0019 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when opening the kit, it was noticed that the cover of needle was not contained in it. The facility is requesting the answers if there are any same issues reported regarding the same lot and what the possible cause of the issue is. There was no patient involvement.